Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported due to the aligners they had to see an ent doctor and neurologist and multiple doctor appointments. They were treated with antibiotics and steroids. They had migraines and bone damage from the aligners. This is a contraindicated patient for crowns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.